Manufacturer narrative:
(B)(4). The complaint is considered confirmed as the returned tasp was fractured. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged), and the post feature has fractured off. The device history records reviewed for deviations and / or anomalies with no deviations / anomalies identified. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during routine use.